Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy on (B)(6) 2016 and topical skin adhesive was used. During the procedure, when the pen was squeezed to apply the adhesive, it cracked and shard penetration occurred. Another like device was used to complete the procedure with no patient consequences reported. Additional information has been requested.